Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported a sensor glucose of 54mg/dl versus a blood glucose pf 465mg/dl. The sensor had been inserted in the thigh. Insulin delivery was suspended due to the low sensor glucose. Customer went to the emergency room for the high. Customer was feeling sick and unwell and had ketones. Customer was treating the sensor glucose without checking her blood glucose. She did not notice the sensor glucose versus blood glucose difference until her blood glucose was checked in the emergency room. Customer calibrated the sensor and the high was treated in the hospital by delivering the recommended dose by pump only and drinking water. The high blood glucose was resolved by using the same set and reservoir. Smartgaurd was used. Sensor is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported sensor glucose vs. Blood glucose variation and insulin delivery suspended due to it. The customer reported blood glucose value of 465 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. Troubleshooting was performed. The event involved product(s) mmt-7040c1. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Product return for mmt-7040c1 is not expected. Updated summary: customer reported a sensor glucose of 54mg/dl versus a blood glucose pf 465mg/dl. Insulin delivery was suspended due to the low sensor glucose. Customer went to the emergency room for the high. Customer was feeling sick and unwell and had ketones. Customer was treating the sensor glucose without checking her blood glucose. She did not notice the sensor glucose versus blood glucose difference until her blood glucose was checked in the emergency room. Customer calibrated the sensor and the high was treated in the hospital by delivering the recommended dose by pump only and drinking water. The high blood glucose was resolved by using the same set and reservoir. Smartguard was used. Sensor is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.